Event description:
A malfunction alarm known as cartridge alarm 20 was reported, causing the pump to declare an alarm during insulin delivery. There was no impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to successfully load a new cartridge, and the alarm recurred, so tandem technical support decided to replace the pump. Meanwhile, the customer used multiple daily injections (mdi) as backup insulin therapy. The problematic pump was set to be returned to tandem using a pre-paid label within 10 days.